Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). Specific cause of the faulty ccd was attributed to improper reprocessing by customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, no image on the hd camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. However, the evaluation has not begun yet. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.